Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('period like cramp') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast prosthesis implantation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("tired") and discomfort ("discomfort"). The patient was treated with surgery (essure removal). At the time of the report, the pelvic pain, fatigue and discomfort outcome was unknown. The reporter considered discomfort, fatigue and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: discomfort, lower abdominal cramping, tired. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : case was updated from non serious incident to serious incident. Event injury nos was replaced with pelvic pain. Reporter information added on 23-mar-2020: social media received: events discomfort, tired were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.